Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. The device was received with cracked reservoir tube lip, scratched screen and case, and cracked battery tube threads.

Event description:
The customer reported that she changed the site and attempted to prime, but all the insulin squirted out. The blood glucose reading was 292 mg/dl. The caller stated that the device also was stuck in the rewind loop. Advised the caller that the insulin pump would be replaced. No further information was provided.